Event description:
It was reported that removal difficulties occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in the moderately calcified anterior tibial artery. Following atherectomy and pre-dilatation, residual stenosis was 30-40%. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. The device was inflated at nominal pressure and was deflated without issue. However, it was noted that the balloon was difficult to remove but eventually removed without issue. The coyote balloon catheter was re-introduced but it would not even load on the wire. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Event description:
It was reported that removal difficulties occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in the moderately calcified anterior tibial artery. Following atherectomy and pre-dilatation, residual stenosis was 30-40%. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. The device was inflated at nominal pressure and was deflated without issue. However, it was noted that the balloon was difficult to remove but eventually removed without issue. The coyote balloon catheter was re-introduced but it would not even load on the wire. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. The batch lot was confirmed correct. Microscopic analysis confirmed kinks under the balloon 22.1 mm and 21.7 mm from the tip. When a guidewire was back loaded into the device it stopped 21.1 mm from the tip due to the kink. Removal of the guidewire had resistance. The tip showed damage consistent with use. Device analysis was able to confirm the reported complaints.